Manufacturer narrative:
Submit date: 04/19/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer had an issue with a gauze sponge. The customer reports: sponges are frayed. No patient injury or medical intervention reported.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One sample was returned for evaluation. There was no obvious fraying or linting observed on the samples. Based on the investigation and analysis, the possible root cause could occur if the cutting blade moved during the cutting process. As a continuous improvement plan, the supplier has adjusted the cutting blade on the cutting machine. The lot number associated with this complaint was made prior to the corrective actions that have been taken. This complaint will be used for trending purpose.